Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurses were unable to see patients. The technical support specialist (tss) determined customer upgraded to es 1.11, areas and override groups were dropping when performing global edits on devices. The customer was advised to update their server specifications to improve system performance. The application server was checked and confirmed to have 16 gb ram and an sql instance utilizing all 8 vcpu cores. The customer was asked to monitor for further issues with dropped areas and override groups. No further incidents have been reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to see the patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to see the patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.